Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported during removal there was red notifications of impella stopped controller failure and purge system open occurred on the automated impella controller. There was no patient harm.